Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint (B)(4). Investigation summary :no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No device was received for examination, therefore the reported event could not be confirmed. A design modification to change to the undercut details of the square-to-circular (.183 dimension) cross-section was implemented in december 2012 via eco400749 (rev. F). The design was modified to reduce incidence of instrument failure. Modification to match existing hp universal handle/slap hammer attachment feature where limited failures seen. A search of the complaint database against product code 966520 found one report of fracture manufactured after the december 2012 design modification. The device associated with this complaint could not be determined to be manufactured after december 2012 since no valid lot was submitted. The investigation could not draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted.

Event description:
It was reported that during femoral impaction, the impaction handle was broken where it connects to the impactor. No surgical delay happen.